Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-may-2026, a sales representative reported via email that during a let procedure on (B)(6) 2026, an ar-3740sp double loaded knotless knee fibertak anchor was utilized. Following insertion of the 2.6 mm fibertak anchor, it was observed that one of the small prongs (forks) on the inserter was missing. An intraoperative x-ray was obtained in an attempt to locate and retrieve the suspected metallic fragment; however, the fragment could not be identified. The procedure was completed without further complications. No additional adverse patient effects or harm were reported. Additional information was received on 07-may-2026: a small prong was found to be missing after the device was removed from the patient. The missing metallic fragment is suspected to remain in the patient. The procedure was completed with the original implant remaining in situ, as the anchor was assessed to be stable within the bone. No replacement product was required. The procedure was not delayed, and no additional anesthesia was administered. The patient¿s current clinical status is unknown. No additional surgical intervention has been scheduled to address the retained fragment.